Event description:
The customer reported he was suspecting that his precision xtra meter was not reading accurately and in 2008, he felt dizzy and ill, and went to a local hospital where nurse tested his blood glucose with his meter and obtained a reading of 104 mg/dl. After the nurse retested him several mins later, she received a reading of 87 mg/dl and since she thought that the reading was inconsistent with the symptoms, she immediately performed a lab test using venous blood and got a result of 22 mg/dl. The results when plotted on a parkes error grid fell into a "c" zone showing difference in values to be clinically significant. The customer reported being diagnosed with hypoglycemia and treated with glucose injection. There was no report of death, permanent impairment or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.